Manufacturer narrative:
As no additional information regarding this event is expected, out investigation is complete. This record will be updated if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. As no additional information regarding this event is expected, out investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) lead connected to this pacemaker. Boston scientific technical services discussed troubleshooting options with the health care provider. This pacemaker has been explanted due to therapy upgrade and has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information regarding this event is expected, out investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) lead connected to this pacemaker. Boston scientific technical services discussed troubleshooting options with the health care provider. This pacemaker and the non-boston scientific rv lead remain in service. No adverse patient effects were reported.